Manufacturer narrative:
A manufacturer representative went to the site to service the system. The system was fully functional after replacing the psu. Evaluation of the returned psu found that the illuminator current out of range. Other relevant device(s) are: product ID: 9733437r, serial/lot #: p7-14943. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that during registration with the passive cranial frame and the planner passive probe had recognition failure. One psu led lit up in orange. The system was rebooted but the situation did not improve. The user switched to the em and completed the procedure. The procedure was delayed by less than one hour and there was no impact on patient outcome. Additional information was received. It was reported at the psu was still in use and that the issue no longer occurs. Additional information was received and it was noted that there was no replacement and was working.